Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a retrieval attempt of a celect-pt filter with an unknown dwell time was unsuccessful, as the filter legs were embedded in the caval wall. The filter was left in situ and no extra procedure was needed. No device was returned for analysis and no imaging was provided. Also, the implant period was unknown and therefore it would be inappropriate to speculate at what may or may not have caused the filter embedment and consequently the unsuccessful filter retrieval. A filter that is embedded in the wall of the inferior vena cava (ivc) may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. There are adequate controls in place to ensure that the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref (B)(4). D4) catalog# is unknown but referred to as cook elect platinum filter. G4) PMA/510(k) k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent a filter retrieval procedure in which the cloversnare 4-loop vascular retriever, g53008, was used. The 4-loop snare completely disconnected from delivery system ((B)(4) , FDA ref (B)(4). The physician will leave the filter in. The feet/legs were embedded in the caval wall. The filter was not retrievable (this complaint). The patient is ok and no extra procedures was needed.